Event description:
Unrequested pt controlled analgesia bolus delivery report: it was reported that the pt rec'd a 4.5mg morphine bolus without pressing the bolus cord and requesting it. The customer contact states, "I don't know the complete programming parameters, but the reported 4.5mg bolus was consistent with the pt controlled analgesia bolus programmed dose." The unrequested bolus delivery was within the programmed lockout parameter. There was no pt harm or oversedation reported. Though requested, there was no add'l info available.